Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and the right ventricular lead integrity alert was triggered. Concomitant medical products: 5076 lead, implanted: (B)(6) 2008.

Event description:
It was reported that a right ventricular (rv) lead integrity alert (lia) was triggered for high impedance, short v-v intervals, and noise presenting as episodes of non-sustained ventricular tachycardia. The noise was able to be both reproduced and discontinued by moving the patient¿s shoulder. The rv lead was abandoned and a new lead was implanted. No patient complications have been reported as a result of this event.